Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23 may 2024, it was reported that patient experienced that the infusion set cannula was kinked. The patient reported two infusion sets had kinked cannula issue. On (B)(6) 2024, within 3 hours of abdomen insertion first event occurred and second event occurred 3 or more hours after abdomen insertion on (B)(6) 2024.the blood glucose level of the patient was 201 mg/dl for first event and for second event 376 mg/dl. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1893444 - device 1 of 2